Manufacturer narrative:
The insulin pump was received with broken off and missing the end cap also, missing the motor. The insulin pump had button error alarm and had unresponsive escape and act buttons due to moisture damage on the keypad traces. Unable to perform any test or verify motor error alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, scratched reservoir tube window and cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. It was also reported that the buttons were not responding. Insulin pump would need to be replaced.